Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during withdrawal, and the deployment button could not be actuated, thereby preventing device mediated hemostasis. The indicator wire loop was not deployed or visible upon removal. Manual compression was subsequently employed to achieve hemostasis. No patient injury was reported. The patient was undergoing stent assisted embolization of an intracranial aneurysm and cerebral angiography at the time of the event. There were no visible signs of device or packaging damage prior to use. At the femoral puncture site, the vessel diameter was confirmed to be greater than 5 mm, with no stent nearby, no stenosis of greater than 50%, and no prior closure by device or manual compression within 30 days. There was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal device and a non-cordis vascular sheath introducer connected without difficulty. The indicator wire cowling locked with an audible click, and pulsatile flow was observed. The device and sheath were retracted together until bleed-back slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. The device was returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during withdrawal, and the deployment button could not be actuated, thereby preventing device mediated hemostasis. The indicator wire loop was not deployed or visible upon removal. Manual compression was subsequently employed to achieve hemostasis. No patient injury was reported. The patient was undergoing stent assisted embolization of an intracranial aneurysm and cerebral angiography at the time of the event. There were no visible signs of device or packaging damage prior to use. At the femoral puncture site, the vessel diameter was confirmed to be greater than 5 mm, with no stent nearby, no stenosis of greater than 50%, and no prior closure by device or manual compression within 30 days. There was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. The exoseal device and a non-cordis vascular sheath introducer connected without difficulty. The indicator wire cowling locked with an audible click, and pulsatile flow was observed. The device and sheath were retracted together until bleed-back slowed or stopped. The physician did not place a thumb on the plug deployment button during retraction, and no red color appeared in the indicator window. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was partially depressed while the guard was locked. The plug was in its manufactured position, and the indicator wire was retracted. The catheter sheath introducer (csi) was not returned for evaluation. The indicator window was observed in the black/white/red position. No additional anomalies or malfunction codes were noted during the visual inspection. A dimensional analysis of the delivery shaft¿s inner diameter was performed using a calibrated pin gauge measurement. The result obtained was within the specification defined. Since the device was partially actuated, a functional deployment simulation was completed. The deployment lever was successfully depressed fully, resulting in plug deployment. No anomalies were observed during this test. A high-magnification evaluation was performed to assess the internal mechanism. No abnormal conditions were observed during this inspection. The reported event of ¿indicator wire-deployment difficulty-unable¿ was not observed through analysis of the returned device as the unit was received with the deployment lever partially depressed and the indicator wire retracted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported non-deployment of the indicator wire since the device was received with the cowling/guard properly locked with no anomalies noted to the internal mechanism. Additionally, the condition of the returned device did not match the event description provided. It was stated that the indicator window could not change, and the deployment lever could not be the actuated. However, the indicator window was returned in the proper deployment position (black/white/red), with the deployment button partially depressed and the indicator wire retracted. Since this condition would not be possible if the indicator wire had not deployed, procedural/handling factors during use remain a possible contributing factor to the issue experienced by the user. Furthermore, no issues were identified that would account for the reported no change to indicator, and the simulated deployment testing confirmed device functionality, as full depression of the deployment lever resulted in the expected plug deployment. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ it also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.